Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) was "high" (specific value not provided). The customer administered a bolus delivery to address bg level. Customer loaded a new cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.